Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer stated that they had high blood glucose of 416 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer stated that they were able to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm during testing was noted. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and self tests. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.